Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8120 unit: customer clinton called in regarding the pca unit. He is having issue try to run the pm test on the unit. But not sure of what is happen and he didn't get the error message it was given sounds like he may have trouble with the barrel clamp on the unit may need to be replace but will call back.